Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter in the package. This was discovered before use. The following information was provided by the initial reporter: fm was in the package.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter in the package. This was discovered before use. The following information was provided by the initial reporter: fm was in the package.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs for evaluation. Bd received 50 unused insyte autoguard 18ga units in sealed packages inside of a dispenser from material number 381844, lot number 9071653. Four photographs were also submitted for evaluation which displayed similarities to that of the returned units. Through the visual examination of the units three of the fifty units displayed a foreign matter defect. Two units revealed foreign matter particles in the packaging of the units and the third unit had a foreign matter embedded in the needle cover. The size of the foreign matter on the first two units was insufficient (too small) to perform ftir testing. The identity of this foreign matter is undetermined. The third unit¿s foreign matter was identified to be a black speck identified as a burnt resin which is part of the molding process with this material. The black specks were confirmed to be burnt particulate resin, which result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup breaks free and ends up in the mold. The size and location do not affect form, fit or function. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10